Event description:
The manufacturer received information alleging a ventilator service required alarm occurred along with a request for preventative maintenance. The device was reported to be in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the third-party 's service center error codes related to failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. Additionally, the device's muffler assembly, air foam inlet filter, and particulate filter will be replaced according to the 4 year preventive maintenance procedure. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.